Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump was not giving them alarm and they goes high and low and had to rewind more than once per reservoir change. The customer¿s blood glucose was 82 mg/dl at the time of incident. The insulin pump will not be returned for analysis.